Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose and sugar was 49mg/dl on time and date of hospitalization mentioned was (B)(6) 2017. Customer states that he was driving with low bg and was involved in car accident. Customer was wearing the insulin pump during the hospitalization. Product will not be returned for analysis.